Manufacturer narrative:
Follow-up from 01-jul-2015: follow-up attempts were done, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted; experienced pain and thought essure was perforating her tubes. The devices were removed and a hysterectomy was performed. The reported events, interpreted as pelvic pain and fallopian tube perforation, were considered serious due to medical importance and are listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs patient may experience pain or discomfort. In this particular case, given the above mention information a causal relationship between the reported events and the suspect insert cannot be excluded and due to the reported intervention this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Despite follow-up attempts no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Pregnancy was denied. Reporter stated patient complained of pain and thought essure was perforating tubes. Hysterectomy and removal of essure coils were reported as treatment. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted; experienced pain and thought essure was perforating her tubes. The devices were removed and a hysterectomy was performed. The reported events, interpreted as pelvic pain and fallopian tube perforation, were considered serious due to medical importance and are listed according to essure's reference safety information. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs patient may experience pain or discomfort. In this particular case, given the above mention information a causal relationship between the reported events and the suspect insert cannot be excluded and due to the reported intervention this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.